Event description:
The nurse reported that during setup, the anterior vitrectomy handpiece was not working. Five cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The surgeon stated the anterior vitrectomy handpiece was tuning, but not actuating. The cutter is not fully opening and closing. The sample is expected to return for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed.